Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she discontinue use of the insulin pump due her lately having high blood glucose from 18 to 33 mmol/l. Customer declined troubleshooting on the device. She will discontinue use of the device until she receives her new device. Customer was advised the device need to be returned.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. The pump had a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube, reservoir tube lip, cracked belt clip slot, and minor/deep scratches on the display window.